Event description:
The manufacturer received information that a trilogy evo, o2 ventilator was reported to have device a critical error code present. There was no patient involvement, and no harm or injury was reported. On device evaluation, it was reported the device failed active exhalation valve testing and would require replacement of the active exhalation valve. During onsite service by a philips field service engineer, the defective parts were replaced according to instructions in the service manual. The necessary checks have been carried out to certify the correction operation of the device.

Manufacturer narrative:
The reported failure of the trilogy evo active exhalation valve(s) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.